Manufacturer narrative:
H6: codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
An email was received regarding a bivona tracheostomy tube with unknown item number and unknown lot number. It was reported that the patient underwent a planned surgical tracheostomy performed by ear, nose and throat (ent) team as part of respiratory weaning. The procedure was described as difficult, with a severe cuff leak noted, requiring inflation to four times the recommended maximum volume to maintain ventilation. The following day, the intensive care unit (ICU) team reviewed the tracheostomy but were unable to resolve the leak and therefore proceeded with a tracheostomy change. During the change, the patient experienced significant bleeding. Despite replacing the tracheostomy tube, ventilation was not possible. Attempts at oral intubation also failed due to heavy bleeding. The patient lost cardiac output and entered pulseless electrical activity (pea) arrest. No resuscitation was performed and the patient passed away.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.